Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal external iliac artery below a stent graft. The 6 mm x 40 mm armada 35 balloon catheter was prepped without issue per the instructions for use. The balloon was partially placed in the graft and inflated at which time the hub was observed to be leaking and the balloon was unable to maintain pressure. A new balloon catheter was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the leak was confirmed. The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored. (B)(4).